Manufacturer narrative:
(B)(6).

Event description:
During review of the device a discovery of short circuit was detected. No injury or damage reported.

Manufacturer narrative:
The device was returned for evaluation. Complaint of ¿short circuit detected¿ error could not be reproduced. Initially a reverse button was found stuck and presented a hand piece error when connected to the test control unit. After the button was unstuck a functional evaluation was performed and presented a motor stall error and heating of the hand piece. Extreme corrosion was observed on the cable assembly connection. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about september 14, 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.